Manufacturer narrative:
All operating currents are within specification. Unit passed displacement test and self test. Pump error alarm (variableinfo=3) confirmed in the pump history due to broken trace on keypad assembly. Software error alarm noted in the formatted history file due to software error. (B)(4).

Event description:
The customer reported via phone call that insulin pump received pump error during self test. Blood glucose was 86 mg/dl. The customer also reported that the insulin pump alarmed software error prior to pump error. The insulin pump was returned for analysis.